Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 31 x 2.75 mm, de novo, concentric, target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. After a non bsc guide wire crossed the lesion, pre-dilation was performed with a non bsc balloon catheter. Subsequently, a 2.50 x 28 mm promus element ¿ stent was implanted. Post-dilation was performed. After stenting, dissection was noted at the distal site of the stent. The physician then deployed a 2.75 x 30 mm promus element stent to cover the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).